Manufacturer narrative:
The performance of the lead under complaint was scrutinized. The analysis of the lead revealed a damaged is-1 connector and a deformation of the conductor coil, which resulted most likely from the explant procedure. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In particular, the insulation of the lead was intact. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to noise on (B)(6) 2013. Should additional information become available this file will be updated.